Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Additional information: b1, b5, b7, d10, h1 and h10. B5: upon follow up it was reported the patient was using non-baxter third party manufacturer products for the entire dialysis session. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin and ceftazidime injections (both 1gm, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was unknown and pd therapy was ongoing. No additional information is available.